Manufacturer narrative:
Log file analysis review date: (B)(6) 2015, dated through (B)(6) 2015: normal power consumption. Additional notes: 2 low flow alarms have been logged at the following times:(B)(6) 2015 at 11:56:39 and (B)(6) 2015 at 13:16:05. The low flow alarm limit is currently set to 2.5 lpm. 3 vad disconnect alarms have been logged on (B)(4) at the following times:(B)(6) 2015 at 09:37:34, (B)(6) 2015 at 13:40:04 and (B)(6) 2015 at 13:40:12. 1 vad disconnect alarm was logged on (B)(4) on (B)(6) 2015 at 13:12:23. Note the multiple changes in viscosity over the last 14 days. Additional information received indicated that the site believed the reported event may be related to suspect thrombus though the cause of the hemolysis remained unconfirmed and there was no clinical evidence to support this theory. The site reported that the patient had previously received large amount of blood products. The patient was reportedly on heparin infusion with aptt range of 50-60. The next morning urine was reported be clear. The last report received indicated that the patient remained stable while hospitalized and there was no further evidence of hemolysis. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed to the hemolysis are multifactorial and may be related to the patient's previous administration of "a large amount of blood products" for treatment of post-operative bleeding. The cause of the hemolysis remains unconfirmed. In addition, the patient was treated with heparin, which is the choice treatment for numerous conditions including hemolysis. Though the medical team reported that they suspected thrombus, there was no evidence of to support this based on preliminary log file analysis, the patient's presented symptoms, the site's choice of treatment, and the patient's recent diagnosis of major bleeding. Although the most likely root cause of the reported event remains undetermined, there are patient and pharmacological factors that may have contributed to the reported event. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including right heart failure, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Right heart failure is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that this patient experienced dark colored urine the day following lvad implant procedure. The urine had initially been bright in color; however, when the catheter was removed the color had progressed to a very dark brown color overnight. There were no reported changes in the patient's hemodynamics or pump parameters. Log files and labs were sent for evaluation. The urine reportedly returned back to a straw color the next morning. Follow up ldh results are pending. Investigation is ongoing.